Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I have fragments left behind and a per post op report") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and cerebral disorder ("brain capacity still not great"). The patient was treated with surgery. At the time of the report, the device breakage outcome was unknown and the cerebral disorder had not resolved. The reporter considered cerebral disorder, device breakage and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :device breakage, cerebral disorder " incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have fragments left behind and a per post op report') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cerebral disorder ("brain capacity still not great"), abdominal distension ("severe blot"), anxiety ("anxiety"), rash ("rashes"), loss of libido ("no sec drive"), abdominal pain ("abdominal pain"), tooth loss ("tooth loss"), mood swings ("mood swing"), vision blurred ("blurry vision") and blepharospasm ("eyelid twitching"). The patient was treated with surgery. At the time of the report, the device breakage, abdominal distension, anxiety, rash, loss of libido, abdominal pain, tooth loss, mood swings, vision blurred and blepharospasm outcome was unknown and the cerebral disorder had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, blepharospasm, cerebral disorder, device breakage, loss of libido, mood swings, pelvic pain, rash, tooth loss and vision blurred to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :device breakage, cerebral disorder " most recent follow-up information incorporated above includes: on (B)(6) 2020: event eyelid twitching was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have fragments left behind and a per post op report') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cerebral disorder ("brain capacity still not great"), abdominal distension ("severe blot"), anxiety ("anxiety"), rash ("rashes"), loss of libido ("no sec drive"), abdominal pain ("abdominal pain"), tooth loss ("tooth loss"), mood swings ("mood swing"), vision blurred ("blurry vision") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (bilateral essure tubal ligation reversal, hysteroscopy). At the time of the report, the device breakage, abdominal distension, anxiety, rash, loss of libido, abdominal pain, tooth loss, mood swings, vision blurred and blepharospasm outcome was unknown and the cerebral disorder had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, blepharospasm, cerebral disorder, device breakage, loss of libido, mood swings, pelvic pain, rash, tooth loss and vision blurred to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :device breakage, cerebral disorder. " amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case- (B)(4) (duplicate) including references has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have fragments left behind and a per post op report') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cerebral disorder ("brain capacity still not great"), abdominal distension ("severe blot"), anxiety ("anxiety"), rash ("rashes"), loss of libido ("no sec drive"), abdominal pain ("abdominal pain"), tooth loss ("tooth loss"), mood swings ("mood swing") and vision blurred ("blurry vision"). The patient was treated with surgery. At the time of the report, the device breakage, abdominal distension, anxiety, rash, loss of libido, abdominal pain, tooth loss, mood swings and vision blurred outcome was unknown and the cerebral disorder had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, cerebral disorder, device breakage, loss of libido, mood swings, pelvic pain, rash, tooth loss and vision blurred to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :device breakage, cerebral disorder ". Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have fragments left behind and a per post op report') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cerebral disorder ("brain capacity still not great"), abdominal distension ("severe blot"), anxiety ("anxiety"), rash ("rashes"), loss of libido ("no sec drive"), abdominal pain ("abdominal pain"), tooth loss ("tooth loss"), mood swings ("mood swing") and vision blurred ("blurry vision"). The patient was treated with surgery. At the time of the report, the device breakage, abdominal distension, anxiety, rash, loss of libido, abdominal pain, tooth loss, mood swings and vision blurred outcome was unknown and the cerebral disorder had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, cerebral disorder, device breakage, loss of libido, mood swings, pelvic pain, rash, tooth loss and vision blurred to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media :device breakage, cerebral disorder " most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event severe bloat, anxiety, rashes, no sex drive, abdominal pain, tooth loss, blurry vision were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.